Manufacturer narrative:
This report was impacted by emdr scheduled maintenance occurring july 22-27, 2026. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "exchange from textured to smooth". Later healthcare professional reported " cap contracture". This record is for the left side. Device has been explanted.